Event description:
It was reported that during the procedure the tasp fractured. Not all pieces returned. No health consequences to patient. No additional information.

Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged and has fractured on the medial side of the post feature. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. A complaint history search will not be performed as this device is within the scope of a previous CAPA design update. Medical records were not provided. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to further evaluate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.